Manufacturer narrative:
According to the information received, this case would be related to skin necrosis. Skin necrosis are rare serious side effects, although widely known and documented in the context of filler injections. It is most often caused by localized occlusion, which, if not detected quickly, leads to necrosis. They are related to the result of intravascular injection into an artery, causing an embolism that impedes blood flow. This potentially leads to tissue anoxia, ischemia and, in the absence of treatment, possible progression to necrosis . Localized color changes should increase suspicion of vascular compromise. Arterial occlusion usually presents with an immediate or early skin blanching and varying degrees of pain. On day 2, the tissues often develop a deep bluish discoloration that looks like a "deep bruise", but capillary compression testing shows abnormal delay in capillary refill. These features can be misinterpreted as injection induced bruising, pain and swelling, but the severity and the persistence of the pain should alert the physician. The main high risk facial zones for skin necrosis and embolization are the glabella and brow region, nasal ala and dorsum of the nose, the periorbital areas for the cheeks, and the nasolabial folds region. Several measures can be taken to minimize the risk of vascular complications including: trough understanding of the facial anatomy, low pressure injections of minimal volumes (< 0.1 ml/injection). Early recognition of a vascular event and swift an aggressive treatment is necessary to avoid serious, potentially irreversible complications. Treatment recommendations for peripheral ischemia are prompt administration of high dose hyaluronidase and warm compresses. Half-life time of hyaluronidase is short, so injections should be repeated hourly until capillary refill improves. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products

Event description:
This case occurred outside of the USA, in italy. The italian subsidiary notified teoxane of an adverse event on 01 june 2023. A patient was injected on (B)(6) 2023 with teosyal rha 4 in the nose. The injection was done with the needle provided in the box, using the bolus technique. In the hours following injection, on (B)(6) 2023, the patient complained about pain, inflammation, redness and burning on forehead and from the glabella to the right side of the nose, radiating to the right eye without vision problem. The patient directly contacted her injector. From then, several exchanges were done between the patient and her inejctor, who only prescribed oral anti-inflammatory and cream for hematomas for a week and claimed that hyaluronidase injection would worsened the swelling. On (B)(6) 2023, the patient complained about severe pain in the nose and eye, but the injector sayed that it was not necessary to visit the patient and prescribes only non-steroidial anti-inflammatory drug (oki) and regenerative cream (connettivina bioplus ) 2 times a day for 7 days. On (B)(6) 2023, the patient visited a dermatologist who diagnosed necrosis of the intereyebrow region, surrounding diepithelialization and hematoma in the nose and prescribed an anticeptic cream (noruxol cream). On (B)(6) 2023, the patient visited another practitioner who performed ultrasound and confirmed necrosis from glabella to the right side of the nose in the process of scarring. The medical exam revealed modest perfusion with reduction of flow of a branch of the same artery. On the same day, the practitioner dissolved the filler with 15 ui of hyaluronidase by means of ultrasound-guided in supratrochlear deposit and then 10 ui of hyaluronidase in the median para-nasal deposit. The patient remained under observation for two hours without any adverse reaction and was recommend the use of a softening and soothing face skin cream and check of the evolution of the patient's condition after a month. The local medical expert was contacted and agrees with the latest diagnosis. On the (B)(6) 2023, we were informed that from (B)(6) 2023, the patient was recovering.